Event description:
End user reports a red pressure mark under the mass that extends under the tape border. She did not provide the size of the area only stating it was under the entire mass. This red pressure mark began approximately 3 to 4 months ago.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The reporter states she wears an ostomy secrets wrap. She swims and exercises daily. She cleans her skin with warm water and soap. She sometimes uses baby wipes. She has been applying sh powder or milk of magnesia to the area. The reporter was instructed in skin care and to seek medical attention if rash continues. From a clinical perspective, a causal relationship between the active life 1 pc - 1 pc drainable pouch w/ durahesive (dh) and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.